Event description:
During an investigation into an event related to cordis products (MFR. Report #1058196-2006-00208, MFR. Report #1058196-2006-00209), additional information was received on 12/22/2006. It was reported that a basilar artery aneurysm ruptured 15 months after initially being coiled using an unk number of trufill dcs coils. The product and lot numbers and quality of the dcs coils were unk. This patient was initially treated for coil embolization in 2005. The aneurysm was ruptured and the patient status was serious prior to the procedure. Three months later, the patient was undergoing coil embolization due to a rupture of the previously coiled aneurysm. The patient condition was reported as serious. The physician used two micro-cathters (mc). The rapidtransit was advanced to the aneurysm in the left vertebral artery from the left femoral artery. The non-cordis microcatheter was advanced to the aneurysm in the right vertebral artery from the right femoral artery. Twenty-three gdc coils were inserted through non-cordis mc and 1 gdc coil, 6 mcr coils, and 12 dcs coils through rapidtransit mc to the aneurysm. Total of 42 coils were deployed. The physician felt resistance between all coils and the rapid transit mc. In total 23 coils were deployed from the right femoral artery using the non-cordis mc and 19 coils were deployed from the left femoral artery using the rapidtransit mc. Difficulty was experienced advancing the 42nd coil (19th through the rapidtransit) into the aneurysm. Therefore an attempt was made to retrieve the coil into the mc, but the coil detached from the its introducer and the coil remained in the mc. Resistance was experienced with attempt to withdrawing the rapidtransit. It was thought that the coil and rapidtransit were inserted into the right side of the 6fr guidecatheter, therefore, the hub of the of the rapidtransit was cut off. Using a snare catheter the tip of the rapidtransit mc was withdrawn into the right femoral artery, but the mc separated and could not be removed from the vessel and remained in the right femoral. It was not known what part of the mc was separated and the removed part of the mc was disposed at the hospital. The physician suspected that the coil was out of the patient's body, however, visually it was not seen. The treatment was finished without further intervention. Reportedly, during attempt to deploy the coil, the coil was not out of the mc when the mc was being repositioned. The current status of the patient was reported as comatose. The physician has not performed any additional procedures for the removal of the mc. The cd of the case was not available.

Manufacturer narrative:
There is no available information regarding number or size of the coils placed, percent of coil packing achieved, or if there was residual aneurysm after completion of the initial coiling of the basilar artery aneurysm. It is not known if there was coil compaction. The IFU warns that incomplete occlusion of the vascular bed may give rise to hemorrhage. Because an additional 42 coils were placed in the aneurysm with re-coiling, it appears that this procedural factor of incomplete occlusion contributed to the rupture of the previously coiled aneurysm. During a recoiling of the ruptured aneurysm, using a bi-femoral approach with two microcatheters, it was repored that the 42nd coil (dcs 4 x 10 complex fill 636f00410) prematurely detached and that the rapid transit mc (601251x) separated and remained in the patient. During insertion, resistance was encountered between the mc and this dcs coil as well as with the 18 coils previously placed. The IFU warns that manipulating the dcs system against resistance may cause damage and/or premature detachment of the embolic coil. The dcs coil system should be replaced if unusual friction is noted with the infusion catheter (mc) and if friction is noted with any successive system, both the mc and coil system should be inspected for damage and be replaced if necessary. The procedural factor of continuing insert coils through the mc after resistance was encountered with previous coils may have contributed to the premature detachment of the coil. Although the aneurysm characteristics are not known, because a dual mc approach was chosen, it appears that the contraindication of inability to super selectively place the coils contributed to the event. Because requested films of the procedure have not been provided for review, no definitive conclusion can be made regarding the exact cause of the premature detachment of the coil and difficulty withdrawning the mc, leading to the mc separation. From the information provided, the interaction of the dcs coil and rapidtransit with the products introduced from the right femoral artery caused the withdrawal difficulty of the rapidtransit. It also is possible that the coil entangled with these products and caused the premature detachment of the coil during withdrawal. The procedural factor using a simultaneous bi-femoral approach appears to have contributed to the premature detachment of the coil and the microcatheter withdrawal difficulty and separation. Since no product was returned for analysis and films are not available, no conclusion can be made regarding the microcatheter separation. No further analysis can be performed without a catalog and lot number. The product(s) in MFR. Report #1058196-2007-00003 and the products reported in MFR report#1058196-2006-00208, MFR report#1058196-2006-00209 were used on same patient.